Event description:
The hospital reported that during using vasoview hemopro 2, the tip kept timing out early in the procedure. The customer troubleshooted the situation but it was unsuccessful. Upon taking the device out, the customer noticed the energy wire was bent but still attached to the jaws. The device was inspected prior to use. The only troubleshooting step taken was an attempt to reconnect the cable to the device. Unknown if pre-cautery test was performed. No resistance was noted while inserting the harvesting tool into the cannula. Power setting at 3. The customer opened a new device to complete the procedure and it worked as intended. No patient harm. Delay was the time it took to open a new vh4000 kit, minimal.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.